Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: upon complaint review, it was determined that MFR 1221934-2020-01454 is a duplicate of MFR 1221934-2020-01440. Reference MFR 1221934-2020-01440 for all further reporting regarding this event. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder arthroscopy the bottom jaw of the expressew iii sutuer passer w/ hook bent. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available for evaluation.